Event description:
It was reported the device was stuck in asynchronous pacing. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event during repair of the device, the display was out of specification. It was also noted that the upper case was broken and the keyboard was scratched. Further analysis was performed on the display module. This analysis could not confirm the failure seen during device repair, conclusion: no defect found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.